Manufacturer narrative:
Device evaluation follow-up # submitted 2013: the device was returned to animas and evaluated by product analysis on 2013 with the following results: no evidence of defect involving to a display screen. The display is a clear text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen had segments missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. (B)(6).